Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that an air dermatome had an air leak. There was a procedure delay of 30 minutes to change products. There was no harm to the patient. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the air dermatome on november 18, 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications but the control bar was not in the correct position. There was an air leak between the housing and the neck of the device. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the wave washer, throttle hinge, throttle hinge gasket, poppet, internal retaining ring, vespel bearings, motor sleeve, motor, semi-circle bearings, ball bearings, o-rings, and poppet spring. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome had an air leak between the housing and the neck of the device, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the wave washer, throttle hinge, throttle hinge gasket, poppet, internal retaining ring, vespel bearings, motor sleeve, motor, semi-circle bearings, ball bearings, o-rings, and poppet spring was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.